Manufacturer narrative:
H10, h3,h6: one 72201494 curved ultra fast-fix ab assembly used in treatment, has been returned for evaluation. The information provided states: ¿during knee arthroscopy when the lever is operated after inserting the anchor, the anchor is bent and falls out¿. Visual assessment showed device was bent. T1 was free from the delivery needle. T2 remained on delivery needle. Depth limiter was cut to surgeon¿s desired length. An exact root cause cannot be determined with confidence. Per the device IFU (10600327) under warnings it states ¿do not bend delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Event description:
It was reported that during knee arthroscopy when the lever is operated after inserting the anchor, the anchor is bent and falls out. This happened after t1 was inserted and it had to be extracted. The procedure was completed with the same device and no patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.